Event description:
The device is not expected to be returned. Patient underwent aneurysm repair. An intracranial pressure monitoring catheter (110-4hmt) was placed. The next day, while turning the patient, it appeared the catheter had been "bumped" (dislodged). The catheter was left in place until the surgeon could evaluate. The surgeon removed the catheter. Upon removal it was noted that the catheter tip was missing. A CT scan confirmed the presence of the catheter tip in the patient's brain. The surgeon decided to leave the tip in place. The patient did not require a replacement catheter. There was no neurological changes to the patient as a result of this incident. The patient remains in the intensive care unit due to their medical condition. Aneurysm clips were placed and a week stay in the intensive care unit is the normal treatment for an aneurysm patient.